Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that: after evaluation it was not possible to determine the root cause. Reference: (B)(4).

Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case: the sonographer maintains that the cine clip button was repeatedly used during a high-risk ob exam. When the system was brought back to the department, they could not be viewed on the system or on the pacs system. It is unknown if the cine-clip thumbnails were noted on the side of the monitor during the study.